Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Explanted date - the device was not explanted. Occupation-requested, not provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor implanted the involved angio-seal device. Hemostasis was achieved. When the patient was mobilized post procedure the groin puncture site bled. Additional information was received on 02jun2020. The patient was in the ward when the bleeding happened about twelve hours post procedure. He was walking to the toilet during his physiotherapy session when he started to bleed profusely from his puncture site. The type of case was a mechanical thrombectomy for left mca stroke. It was a right-side femoral puncture. An 8fr procedural sheath was used. There was no significant calcification. The patient was immediately transferred to bed and pressure was applied to groin. The bleeding had stopped. There was a small hematoma. The patient was clinically well. Ultrasound showed no pseudoaneurysm. Additional information received 22jun2020. Bleeding occurred out of the procedure room. An ultrasound was performed to diagnose the bleed. The patient was hospitalized due to the event. A pre-deployment angiogram was performed. The patient's condition was stable.